Event description:
A customer reported a tandem mobi cartridge alarm, specifically cartridge alarm 34, which occurred with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. As a corrective measure, technical support confirmed the issue and arranged to replace the pump. The customer will use a backup insulin pump to maintain insulin delivery and was informed about returning the malfunctioning pump to tandem. Additionally, storage mode instructions were provided for proper handling before returning the pump.